Event description:
Customer called in to report a button anomaly on the insulin pump. Some of the buttons would be unresponsive periodically. Blood glucose reading at the time was 94 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Act button did not respond due to corroded keypad trace. The insulin pump received with minor scratches on display window, cracked belt clip slot and cracked reservoir tube lip.